Event description:
The initial setting was 150 on (B)(6). As the ventricle did not become smaller in 10 days, the surgeon changed the setting to 110, and then 70. The condition did not improve though. The shunt was confirmed not to be occluded by x-ray. On (B)(6), the valve was replaced. When the surgeon checked the pressure with a tube, it was always 30mm whichever the pressure setting was. He would like to know the reason of this incident.

Manufacturer narrative:
The incident has been reported to the MFR on (B)(4) 2012. Results of analysis will be developed in a f/u report.